Event description:
Received product recall notice and have 4 boxes of a potentially contaminated lot. Lot 25k004662. Pt code: 4582. Device code: 1420. Reference reports mw5186101, mw5186102, mw5186103.